Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, the insulin pump had alarmed motor error during prime. Customer's blood glucose was 140 mg/dl. Customer reverted to backup plan. The device was not dropped or bumped nor exposed to electromagnetic fields. The device is not being returned for further analysis.